Event description:
Pt arrived in cath lab at approx 1:30 pm. The procedure began at 1:40. The intermediate wire was initially inserted into the obtuse marginal vessel of the circumflex. After the wire was inserted, an attempt was made to advance a 3.0 mm balloon into the obtuse marginal, but the device would not advance past the ostial stenosis. The balloon was withdrawn and an exchange catheter was inserted into the marginal artery with some difficulty. The original wire was removed and the atherectomy device was inserted into the artery. A 1.5 atherectomy device was advanced and ablation of the vessel was completed. The atherectomy device was removed and the next picture of the vessel showed it to be open. The 3.0 balloon was reinserted and pushed to the obtuse marginal. The balloon was inflated, to 8 atm, a total of 4 times. On the 4th inflation, the balloon suddenly deflated to 2 atm and would not inflate past 2 atm. The balloon was removed and it was found that the lad had closed. Surgeons were called and an attempt to open the lad made with a 4.0 mm perfusion balloon and intermediate wire (balloon was inflated for 2 mins at 2 atm). The lad was opened, but the obtuse marginal was dissected. Though initial patency to the lad was restored, this was transient. Or team ready. Ptca hardware removed. Iabp inserted and pt sent to or. Hemodynamically stable leaving cath lab but suffered cardiac arrest while preparing for emergency CABG in or. Operation performed but pt did not survive surgery.